Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst commented that no in-vivo insulation breach or fracture was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high and unstable thresholds. It was noted that the patient had engaged in shadow boxing soon after implant which resulted in possible lead microdislodgment and phrenic nerve stimulation. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead dislodged during revision of the lv lead. The ra lead was attempted to be replaced, however the doctor felt the helix had possible damage and the pacing coil may also have been stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.